Event description:
Patient 2: two zoll demo blanketrol iii surface pad systems (sn (B)(6) and sn (B)(6)) were provided to the customer for providing ivtm therapy to two patients. However, it is unknown to which blanketrol systems were used for each patient. The same issue was observed for both patients' event. During ivtm therapy, the auto control mode was set on the blanketrol iii surface pad system, however the stx coolrepeat display temperature monitor did not recognized the rectal and foley probes and the blanketrol system generate an alarm and displayed "check probe" error message. The customer tried using the temperature cable (phone jack type) to troubleshoot the issue and it worked for a few hours, but the blanketrol surface pad system still give the same error message. To continue treatment, the customer switch to manual mode which will allows them to control the water temperature. Then the water temperature was set to be cooler to provide the cold water to begin the cooling process to the patient. The patient shivering was then managed pharmacologically (the science of drugs, including their composition, uses, and effects.). Patient's status information was requested but the customer did not provide a response. Please see the following related MFR report: MFR 3010617000-2023-00710 for the blanketrol iii surface pad system (sn 202-3-11024) under ccr 76785. MFR 3010617000-2023-00697 for the blanketrol iii surface pad system (sn 202-3-11024) under ccr 76668. MFR 3010617000-2023-00698 for the blanketrol iii surface pad system (sn (B)(6)) under ccr 76668.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Manufacturer narrative:
The customer reported a complaint that "the auto control mode was set on the blanketrol iii surface pad system, however the stx coolrepeat display temperature monitor did not recognized the rectal and foley probes and the blanketrol system generate an alarm and displayed "check probe" error message" was confirmed during the functional testing. The root cause of the "check probe" error message was due to over expiration preventative maintenance (pm). The system software has locked the patient input on the blanketrol iii surface pad system due to the operation hours has fallen below 300 hours (the system had 240 operation hours). No physical damage was observed on the blanketrol system during visual inspection. The blanketrol iii surface pad system failed the functional testing due to message display "check probe" on the screen, and the temperature probe isn't recognized, thus confirming the reported complaint. The root cause of the "check probe" error message was due to over expiration preventative maintenance (pm). The system software will lock the patient input if the blanketrol iii surface pad system operation hours has fallen below 300 hours (the system has 240 operation hours). Pm on the thermogard xp ivtm system was performed to remedy the faults. Following service, the thermogard xp ivtm systeme passed all testing criteria. The stx-coolrepeat and cables are functioning as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the blanketrol iii surface pad system with serial number (B)(6).